Manufacturer narrative:
The device was received for evaluation. Device was shipped with the correct packaging; packaging had some damage. Device is in poor condition, both the lower and upper casing are bent, and the bottle gas connector is damaged (thread). Initial self-test passed; no errors occurred. Functional testing was performed, and the unit was found to be functioning per specifications. Complaint was not confirmed. Unit was found to be functioning per specifications. Pressure testing was performed, and the unit was found to be stable at all times. Un-related to the complaint, the damages sustained to the upper and lower casing most likely occurred, due to either transport damaged or the unit being dropped. No further action is indicated at this time.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that an ar-3290-0004 was not holding pressure, and was making continuous clicking noises. The case was delayed an hour. The patient was not effected. Additional information 02/08/2022: on (B)(6) 2022, it was reported by a sales representative via email that an ar-3290-0004 insufflator does hold pressure and continues to make clicking noises. When hooked to the operative cannulas the pressure would drop to zero and fluid would backfill. The case was delayed an hour, extra anesthesia was needed. This was discovered during use in a lap chole procedure on (B)(6) 2022.